Event description:
New information notes that the right ventricular (rv) lead on 17 sep 2024 was capped and replaced.

Event description:
It was reported that the patient presented in clinic due to an arrhythmia and syncope. Device interrogation revealed high defibrillation impedance and failure to deliver shock on the right ventricular (rv) lead. No changes or intervention were reported. The patient was recovering after the procedure.

Event description:
New information notes that the right ventricular (rv) lead on (B)(6) 2024 was capped and replaced. The patient condition was stable.

Event description:
New information notes that the right ventricular (rv) lead on 27 sep 2024 was capped and replaced.

Manufacturer narrative:
Correction: date capped should have been 27 aug 2024 instead of 17 aug 2024 as submitted in follow-up number 1 submitted on 20 sep 2024.